Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the power distribution unit (pdu), re-installed the software on the host-pc and performed all calibrations. After the replacement of the pdu, re-installation of the software and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system host pc was defective. No harm was reported to philips. Philips has started an investigation of this complaint.